Event description:
The customer called in to report that there was an issue with the prisma machine pulling air into the dialysate circuit, but not providing an alarm to notify the user of an empty bag. The intensive care unit staff had pulled the machine to be checked out by the facility biomedical dept for this issue. The hosp biomedical technician called for the technical assistance from gambro technical assistance service (tas) to troubleshoot the failure of the machine to alarm. In the process of discussing the incident, the gambro tas personnel was able to determine that the staff had not broken the frangible pin between the upper and lower compartments of the bag. Therefore, the bag's weight from the upper compartment's fluid prevented the machine from detecting that the bag was empty, as the fluid was still present but confined in the upper comparment.